Manufacturer narrative:
The sample was received and evaluated. One used sample with the original packaging was received. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occurred. The suctioning did not occur as well when the valve was placed in the locked position. The distal end of the catheter was inspected for a blocked skive. The skive was visible outside the seal cartridge subassembly area. The catheter body was fully extended and examined. There were no signs of damage/ pinched/ or curved tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5222t635, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by a distributor that the closed suction catheter created a leak while in-line in the ventilator circuit on the patient. Additional information was received 01/8/2016 that states, this incident involved one patient and one catheter with no adverse effects and no medical intervention required. The catheter was simply exchanged for another catheter no further information provided.